Event description:
I've been using the freestyle libre 2 cgm and sensor for 8 weeks now. In that time, 2 have failed pretty close to out of the box. Yesterdays was right out of the box. I don't think that a 25% failure rate is good qa. Abbott has replaced both of them, one with a "free" coupon which, none the less, used up one of my prescription ones and yesterday with a mailed replacement that's going to take 3-5 business days which, in this rural area, means a week or more. FDA safety report ID # (B)(4).